Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the scrub nurse reported that the surgeon was unable to engage the firing handle of the tlc55 instrument. This occurred on the 2nd firing (1st reload). The case was completed by using another instrument. There was no consequence to the patient.